Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10may2019. The manufacturer's remote service technician performed troubleshooting with the customer. When the oxygen was set to 10 liters per minute (lpm), it measured 12.1 lpm. The fse provided the customer with revision k of the service manual and recommended that the flow sensor assembly be replaced. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the unit failed oxygen accuracy testing. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR : 30may2019, date of report : 26jul2019. The manufacturer's remote service technician performed troubleshooting with the customer. When the oxygen was set to 10 liters per minute (lpm), it measured 12.1 lpm. The fse provided the customer with revision k of the service manual and recommended that the flow sensor assembly be replaced. The customer reported replacing the flow sensor assembly and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.